Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misleading detection circuitry). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review and visual inspection were performed and confirmed the f-38 alarm. The cause was determined to be due to defective force sensing resistor's (fsr's). The fsr's were replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a follow-up medwatch will be submitted.